Event description:
Caller reported a cgm error 42 with the g7 sensor. Cts provided complete pump reset information and walked the caller through the process. After the reset, the pump no longer displayed the cgm error code. Cts advised the caller to wait 20 minutes before starting their sensor session, and the caller understood and acknowledged. There was no adverse impact to the customer's blood glucose level.